Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler on the black pumps with a little fluid on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette during fill 2 of 3 of pd treatment. After multiple alarms recurred the patient contacted the pdrn and was instructed to bypass the fill and dwell stages and drain. The leak was discovered when patient removed the cycler set cassette from the cycler. There was fluid on cassette and inside of the cassette door on the ¿pumps¿ as well. Patient was unable to identify where the leak originated. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient still has minimal kidney function and was able to manage using his own bodily functions until the new cycler arrived the following day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damaged noted on the cycler set cassette. The actual cycler set from the event was discarded but the patient has another one from the same lot that is being returning for analysis.

Manufacturer narrative:
H.3. Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The sample was visually inspected and was found that the cycler set is acceptable and no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the testing timeframe. During functional test no air bubbles, leaks or other issues were detected. After the test was completed, the cassette was removed from cycler and no moisture was found. The test was completed successfully. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. During the evaluation of the sample the reported event was not confirmed and the alleged failure stated in the complaint was not encountered. There was no problem detected therefore the event was not confirmed based on the sample evaluation, and a cause could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler on the black pumps with a little fluid on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette during fill 2 of 3 of pd treatment. After multiple alarms recurred the patient contacted the pdrn and was instructed to bypass the fill and dwell stages and drain. The leak was discovered when patient removed the cycler set cassette from the cycler. There was fluid on cassette and inside of the cassette door on the ¿pumps¿ as well. Patient was unable to identify where the leak originated. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient still has minimal kidney function and was able to manage using his own bodily functions until the new cycler arrived the following day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damaged noted on the cycler set cassette. The actual cycler set from the event was discarded but the patient has another one from the same lot that is being returning for analysis.